Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Lot number information was not provided by the customer. Risk management review: a review of (B)(4) medical device hazard analysis (rev 14), identifies the hazard situation as "5.1 - breakage of pole clamp that holds all components of eds 3." The risk level is considered low. Based on complaint of "clamp malfunction." This determination is based on the information received from the customer. No related capas. Root cause/failure investigation: the customer did not return the device for evaluation or provide additional information regarding the alleged failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: unable to confirm - no part returned.

Event description:
Part nt821731c - clamp on evd (external ventricular drain) that clamps on/off / measures icp broke off evd. The product was reviewed following concern regarding interference with intracranial pressure (icp)readings using hemostat clamp due to malfunction of stopcock. It was identified that placement of the device adjacent to the panel mount of the natus eds3 drainage set impedes icp readings. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4) (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 5.1 - breakage of pole clamp that holds all components of eds 3 effect (harm): delay in patient treatment residual risk: low. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Related to report # mw5182818. Further investigation to be carried out.

Event description:
Part nt821731c - clamp on evd (external ventricular drain) that clamps on/off / measures icp broke off evd. The product was reviewed following concern regarding interference with intracranial pressure (icp)readings using hemostat clamp due to malfunction of stopcock. It was identified that placement of the device adjacent to the panel mount of the natus eds3 drainage set impedes icp readings. No injuries.